Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving therapy via an implantable infusion pump. It was reported that the hcp believed his refill procedure was good and claimed this was to be the 5th time trace amounts of medication had gone into the pocket of a patient. No further information was known at the time of this report. Additional information was received from a manufacturer's representative (rep) on (B)(6) 2017. It was reported that the clinician believed he was refilling per labeling and the rep did not know the cause of the partial pocket fills.